Event description:
Physician used standard .035 wire and sheath on a contra-lateral approach to a sfa occlusion. He used a sub intimal approach to cross the lesion. Physician chose not to pre-dilate and crossed with the 6x150x120 everflex stent system with slight resistance. Upon deployment of the stent, he met resistance and was unable to deploy the entire stent. He unsuccessfully attempted to recapture the stent with the stent catheter. At this point , he manipulated the catheter in such a way that he was ultimately able to pull the entire system out. He subsequently pre-dilated the artery with a balloon and placed two stents in the lesion in the hope to trap anything that was left behind. He was unable to declare for certain under fluoroscopy if there was indeed something left behind. Physician wants to know if any pieces of the stent catheter were missing upon examination.

Manufacturer narrative:
During analysis it was observed that the stent was fractured and approximately 12cm was returned for evaluation. The markerband was also missing.